Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # 140c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the nozzle damaged, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the articulation and device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damaged nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The event log observed was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 140c93, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent:10/4/2023 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number x9690a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that when articulating the device it would not articulate smoothly. Instead of slowly moving into position the device would "jump" into position and past the needed position. Procedure was completed successfully with the same device. There were no adverse consequences for the patient.